Event description:
I have been using omnipod 5 insulin pump since the summer of 2022. I am type 1 diabetic, highly educated and tech savvy. Since I started using omnipod 5 for my insulin delivery, I started to have dangerous hypoglycemic back-to-back episodes when flying after takeoff. I am insulin sensitive, and I tried using the omnipod 5 system on automated mode and manually while flying. Nothing helps. Always the same trauma. The manufacturer claims that flying wouldn¿t make the pods deliver insulin without being prompted but I suspect it does. And for people insulin sensitive like myself, it becomes life threatening. After so many traumatic experiences over the last 1 year, I am completely incapacitated, scarred for life and scared that I will die while using the omnipod system. I have been a type 1 for 40 years now, and never ever had this issue with any of the insulin delivery systems I have used so far including other pump brands. Patients should be warned about this and the manufacturer should communicate this risk clearly when selling the product. Using omnipod left me scared for my life by an uncontrolled insulin delivery. I am not able to do my job which requires travelling and need to go on extended sick leave before I can resume. This product is dangerous, and this risk should be clearly stated unless the company wants to be responsible for deaths of patients who only aim to have better control of their diabetes.